Event description:
It was reported via the facility medwatch, "during a superficial femoral artery and popliteal artery atherectomy procedure utilizing the orbital diamondback atherectomy device and at the time of the treatment of the second of two lesions, the pt on angiography was found to have decreased flow rate within the superficial femoral artery. On examination, the pt's foot appeared acutely ischemic. Subsequent exploration in the operating room demonstrated the presence of particulate debris logged within the posterior tibial artery consistent with embolic phenomenon that was clearly a consequence of the atherectomy procedure. After subsequent retrieval of the emboli and repair of the vessel, there was resolution of the ischemic process. This appeared to be an embolus resulting from utilization of the device according to its IFU." The device was incorrectly described. Additional information has been requested regarding this event.

Manufacturer narrative:
Device analysis: the device has not been returned for analysis; therefore, an analysis of the actual complaint device is not possible. The device history record has not been reviewed at the lot number is unknown. The root cause for the reported event is unknown.